Manufacturer narrative:
The valve was patent. It met requirements for the siphon and leakage testings. The valve however did not meet requirements for the reflux, pressure-flow, and preimplantation testings. All performance levels could be set with a single attempt, and the valve did not spontaneously adjust levels within the duration of testing. Therefore the conditions of the complaint could not be duplicated by laboratory personnel. Proteinaceous debris was observed in the interior of the valve. Debris within the valve may hold pressure-flow controlling mechanisms open. A review of the manufacturing records was not possible as no lot number was provided. All valves are 100% tested at the time of manufacture.

Event description:
It was reported to medtronic neurosurgery that there were multiple documented spontaneous valve setting changes. The valve was revised.